Manufacturer narrative:
A patient controller communication error message displaying ¿cannot connect to generator. The generator is not responding¿ was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated that patient underwent a hernia surgical procedure where the device was not placed in surgery mode.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that the patient lost stimulation and the ipg was unable to communicate with the programmer. Programmer displayed error message "cannot connect to generator. The generator is not responding." It is unknown if the device was placed into surgery mode. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.